Event description:
During a follow up, an atrial and ventricular pacing threshold test led to freeze the programmer when this test was performed in using 3 pacing spikes.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. (B) (4) - a follow up feature (threshold test) was not working as expected when using the programmer. The analysis is pending.